Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a flush/loose drive support disk. The device was received with cracked reservoir tube lip and scratched lcd window.

Event description:
It was reported that the customer's insulin pump alarmed. Advised the caller that the insulin pump would be replaced. The blood glucose reading was 88mg/dl. No further information was provided.